Event description:
It was reported to covidien on 06/19/2009 that a customer had an issue with a dental needle. The customer stated that the needle detached from the hub and the needle was removed by use of college pliers.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.